Event description:
Reportedly, "the pt had a bleed from pulmonary artery that needd to be clamped and oversewn with prolene suture, thought stapler had fired across pulmonary artery, cut the tissue, opened the instrument to find the instrument failed to fire. Dr. Had to quickly take hold of the heart to stop flow of blood. Dr. Then ligated artery using sutures ties. Pt lost up to 31/2 litres of blood." Sex: unk procedure: unk